Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely due to the buckling of the terminal inside the video connector socket, causing a malfunction phenomenon. It is inferred that terminal buckling was caused by the scope used in the combination and occurred in the following order: ·when inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. ·the terminal inside the video connector socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. This issue is addressed in the instructions for use (IFU): "confirm that the video connector of the videoscope are not damaged.".

Manufacturer narrative:
This supplemental report is being submitted to provide the UDI and additional information. Additional information from the user facility states the event caused a 15 minute delay, no anesthesia was in use. The procedure was completed with a different device, model and serial number were unavailable . A second otv-s190 was also replaced (reason unknown) during the procedure. The device was inspected prior to use and no damage or abnormalities were observed. No error codes were displayed. Unknown if there was any resistance connecting other devices. A third similar device was used to complete the procedure. The device is stored on the video tower cart and has not sustained any impact or known damage. Only impact to the patient and procedure was a short delay.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿bent pin, standard definition scopes do not work¿ was confirmed due to a broken pin. The unit¿s image was checked and was found out of range causing no image to appear on the ltf-vh scope. The unit is equipped with current software. The otv-s190 instruction manual states ¿properly and securely connect all cables. If the cable connector has a locking mechanism, such as connection screws, lock the cable connector. Otherwise, equipment damage or malfunction, such as no images on the monitor can result.¿

Event description:
The user facility reported that during preparation for use, a bent pin was observed inside the scope connector on the video system. The scope function did not work. There was no patient involvement reported.